Event description:
On (B)(6) 2012, customer reported that they found an unknown liquid on the floor underneath the lh750 instrument. The leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the needle bellows were not draining. Fse cleaned the instrument and replaced the check valve in the needle bellows pathway. This resolved the leak and no further problems were reported.

Manufacturer narrative:
(B)(4).